Event description:
Started with insomnia, anaphylactic shock, addison's disease, fibromyalgia, consistent utis, constant brain fog, disability, unable to function or go to work, bed ridden, food allergies. Severe pain constantly, tingling and weakness in hands, joint pain, arthritis, low heart rate, blood in urine, depression, anxiety.